Manufacturer narrative:
The device was returned to olympus for inspection and adhesion of the foreign material was confirmed in the scope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leak was confirmed in the scope, and the foreign material might have remained because reprocessing could not be completed properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material adhered to the forceps elevator wire and universal cord was sticky. There was no patient involvement.